Event description:
Rptr stated she previously tested receiving a blood glucose result of 149 mg/dl, which she felt was too high for her current symptoms. Rptr immediately retested receiving a blood glucose of 119 mg/dl. Rptr stated she was storing more than one batch of teststrips in the same container for convenience sake. Rptr observed that the teststrip colors were 'salmon' colored as opposed to the usual pink. Rptr did not perform the comparison test with the color chart. Rptr then tested while we were on the phone and rec'd a blood glucose result of 216 mg/dl and immediately retested receiving 212 mg/dl/. Rptr added that during this particular retest she added a second drop of blood feeling there was not enough on the strip to give an accurate reading to begin with. Training and review provided at this time.